Event description:
Reference number (B)(4). Event occurred in the united states on 17-august-2024, it was reported that the patient encountered problem with two infusion sets tubing detachment. Infusion set was in use for 1 hour. The blood glucose was reported 300 mg/dl and treated with bolus via pump. No further information.

Manufacturer narrative:
Initial and final MDR 1979478 - MDR 3003442380-2024-26533 - device 1 of 2.